Event description:
Healthcare professional reported right side rupture confirmed via MRI. Device has been explanted and replaced with a non- allergan device.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Reason for reoperation: rupture.